Manufacturer narrative:
(B)(4). The device product codes involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, (B)(6) received a report from a physician and a nurse that on an unreported date, a patient detected a hole in the transfer set and tried to keep it closed with her fingers. At a later date, the patient experienced peritonitis and was hospitalized. Treatment rendered was not reported. It was not reported if the bacterial peritonitis had resolved. Causality for the hole in the transfer set was not given.